Event description:
It has been reported that the system could not start up. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not start up. Review of the system log file showed that the errors with the dc power supply. Upon functional testing, the fse found that dc power supply couldn't supply power and that scomp was defective. The fse replaced the scomp. After replacement of the scomp, the system was returned to use in good working order. The codes were updated based on the investigation outcome.